Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was unknown. The patient was hospitalized prior to death. It was not reported if an autopsy was performed. It was not reported if dianeal therapy was ongoing until the time of death or if the home patient was performing therapy at the time of death. Additional information is not available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A short simulated therapy was successfully performed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.